Manufacturer narrative:
A1 - patient identifier: corrected. B2 - outcomes attributed to adverse: corrected. D1 - brand name: corrected. H6 - health effect: corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported device thrombus could not be confirmed based on the images provided, and the patient remains ongoing on lvas support. The customer provided 3 CT images of the pump and outflow assembly, focusing on the outflow graft and outflow graft bend relief. Review of the image could not confirm the reported device thrombus, and the images appeared unremarkable. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and neurological events as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management", lists thrombus as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient experienced ischemic cerebrovascular accident in (B)(6) 2023 due to left ventricular assist device (lvad) thrombus. This was reported through voluntary medwatch report mw5163117 received on 19dec2024. Related to the patient's reported device thrombus, the patient was admitted with fall with acute ischemic cerebrovascular accident. There were no recent changes to pump parameters. Computed tomography (CT) 3d lvad on (B)(6) 2023 showed crescentic and eccentric filling defect in the lvad outflow tract which resulted in 50% narrowing at bend relief. Thrombus was not excluded. This also showed inflow cannula systolic interaction with papillary muscles with small left ventricle chamber size with left sided interventricular deviation. This also showed trace left pleural effusion with bibasilar airspace opacities and interlobular septal thickening, likely a combination of dependent atelectasis and mild pulmonary edema. CT images were provided. There were no vad parameter changes, and the CT lvad was done post embolic cerebrovascular accident. No treatment was performed and thrombus was not resolved; the plan of care was to monitor. Related to the patient's ischemic cerebrovascular accident, the patient exhibited right upper and right lower extremity weakness. There was no treatment, and the symptoms resolved.